Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). Voluntary medwatch# mw5058082.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) in the heavily calcified, mid left anterior descending artery. Various guide wires were used in an attempt to cross through the cto but were unsuccessful. This pilot guide wire was attempted; however, it did not cross either and on angiography the tip was observed to separate. The guide wire was removed leaving the tip in the patient in the cto segment. No attempts were made to retrieve the guide wire tip as it was believed this would pose more of a risk to the patient than leaving the tip in the occluded segment. The procedure continued on in an attempt to treat the cto; however, all attempts failed and the case was abandoned. The patient is reported to be in good condition. No additional information was provided.